Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for overfilling with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd has initiated a CAPA to document further investigation and root cause(s) of this product issue. CAPA (B)(4). Investigation conclusion: bd was unable to confirm the customer¿s indicated failure mode with the customer samples as all tubes were within specification limits.

Event description:
It was reported that the bd vacutainer® buffered sodium citrate blood collection tube was overfilling. No injury or medical intervention reported.